Event description:
It was reported that the patient's leads had high impedances due to lead migration. The patient underwent a lead replacement procedure wherein a paddle lead was implanted and patient was doing well post-operatively. The explanted leads were discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50 serial: (B)(4), batch: 5096122. Product family: scs-ipg-r: upn: m365sc11600, model: sc1160, serial: (B)(4), batch: 342962.